Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2014, the patient presented with following pre-op diagnosis: multilevel nonunion. Status post failed spinal fusion from l3 to s1. Adjacent segment degeneration, l2-l3. 4. Spinal stenosis, l2-l3. Patient underwent following procedures: l2-s1 posterior osteotomy. L2-s1 posterior spinal fusion. L2-s1 posterior segmental spinal instrumentation. L2-l3 decompressive laminectomy. L2-l3 transforaminal lumbar interbody fusion. L2-l3 application of anterior interbody cage. Exploration of fusion mass. Repair of nonunion. Instrumentation removal. Application of autograft, local. Application of allograft, 30 ml. Application of rhbmp-2, 12 mg. Vitoss, 10 mg. As per operative notes,¿ sharp knife was introduced into the space at l2-l3 and sequential curet and reamers were used to strip out the cartilaginous disk material as well as the endplate until ultimately we were able to trial and place an 11 mm x 30 mm titanium cage. This was held with 4 mg of rhbmp-2 and just anterior to this was placed approximately 5 ml of autograft bone. Surgeon then turned his attention back towards the rods and two 120 mm, 5.5 titanium rods were utilized and placed from l2 down to s1. Compression was then applied across l2-s1. Surgeon then provisionally tightened and took ap and lateral fluoroscopic views which demonstrated good alignment of the instrumentation as well as the spine which had its normal physiologic lordosis restored. We then decorticated the remaining bony elements of spine from l2 down to s1 bilaterally and combined the remaining 4 mg of rhbmp-2 with 5 ml of vitoss on each side from l2 to s1 for a total of double this amount. Surgeon then combined 30 ml of allograft with roughly 50 ml of autograft and this was also placed in posterolateral gutters of the spine as well as the posterior elements of spine on the right side as the left side had been mostly harvested previously.¿ non intra-operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.